Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-12. In the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass.. So, they used the new zso-7-12. They did not change the guide wire this file will capture the use of a 0.025in wireguide with the replacement device did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: the 01 x zso-7-12 zimmon biliary stent of lot number c2036991 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with additional device. This file is related to (B)(4): the pigtail part was bent and the wire did not pass user /use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use /or label review: it should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the product label, the recommended sized wire guide for use with the device (0.035") is clearly marked and visible. As per information stated a 0.025" wire guide was used. There is evidence to suggest that the customer did not follow the instructions for use/label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the additional device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: failure identified: as per customer testimony an incorrect wire guide was used with the additional device. Confirmed quantity of 1 device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the additional device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This occurred prior to patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.